Event description:
It was reported that when an asymptomatic patient presented in clinic for a routine follow up, intermittent undersensing premature ventricular contractions was observed. Programming changes were recommended. Device remains implanted. Patient had no complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.